Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received bupivacaine 3.5mg/ml; 1.1998mg/day and clonidine 176.5mcg/ml; 60.50mcg/day in an implantable infusion pump for an unknown indication for use. The concomitant medications and patient medical history was unable to be obtained. A motor stall occurred on (B)(6) 2018 at 02:13 hours with audible alarm (confirmed via provided pump logs). The 8476 error code was also seen on the patient therapy manager (ptm) (indicates motor stall). The patient was hospitalized with precordial pain (patient followed up by cardiologist) according to a pain nurse (information provided by phone). The pump was reprogrammed by the pain nurse at 10:46 hours with same settings. The pump was interrogated a second time at 11:11 hours (pump logs provided) with no resolution. There were no known environmental/external/patient factors that may have contributed to the issue. It was unknown what further troubleshooting/actions/interventions were required to resolve the issue. The issue was considered ongoing. The pump remained implanted - in service. No patient symptoms were reported. It was indicated any planned surgical intervention to resolve the issue would not be made available to the manufacturer. No further information was provided.

Manufacturer narrative:
Fdp (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the pump stalled multiple times (as reported, 3 times, on (B)(6)) and restarted. The patient was underdosed and in withdrawal. The first 2 times, with n'vision telemetry, the nurses were able to restart the motor. The third time, they decided to replace the pump. The pump was replaced on (B)(6) 2018. It was stated that, when given in a sterile bag, it seemed that the pump had started again. Contributing factors were unknown. The issue was resolved. The patient status was alive - no injury. The pump would be returned. No further complications were reported or anticipated. Logs from an interrogation on (B)(6) 2018 at 12:20 were provided, indicating a motor stall occurred on (B)(6) 2018 at 02:14 with a recovery on (B)(6) 2018 at 07:39. Logs from an interrogation on (B)(6) 2018 at 10:47 indicated another stall occurred on (B)(6) 2018 at 22:49. Logs from an interrogation on (B)(6) 2018 at 10:29 indicated a motor stall recovery occurred on (B)(6) 2018 at 12:46, and another stall occurred on (B)(6) 2018 at 20:32.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. If information is provided in the future, a supplemental report will be issued.